Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The trunk cable was cut, damaging wires in the cable. The root cause for cut cable could not be positively identified. No adverse event resulted from the damaged belt.